Event description:
Us complainant reported the patient was on impella support when the automated impella controller (aic) had damage to the cord with slightly exposed wires. The console was running on battery power despite switching outlets. The console was replaced. No harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) battery issue and cabling issue has been completed. Data logs nor the device was returned for evaluation. However, clinical details were provided which were sufficient to determine the root cause. The reported complaint was most likely due to the a failure of the wire strain relief (defective ac cord set).